Event description:
A customer reported that a pump alarm 20 occurred during pumping. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced under warranty and confirmed the shipping address for the replacement. The customer was informed about using multiple daily injections (mdi) as a backup insulin therapy and was instructed on how to store and return the pump using a prepaid label within 10 days, which the customer acknowledged.